Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. The high capture threshold allegation was not confirmed based on normal lead resistance measurements, a passing test and inspection that showed no conductor issues.

Event description:
It was reported that this right ventricular (rv) lead exhibited chronic elevated threshold. This lead was explanted and the physician decided to replace the lead despite only four percent rv pacing. No additional adverse patient effects reported.